Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17590236/17790658. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 17517533. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: na, batch: 18077928.

Event description:
It was reported that the patient experienced difficulty charging the ipg and the leads had high impedances. The patient underwent a system replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.